Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump black box data revealed an unconfirmed low battery warning, and the battery was not replaced at that time. Another unconfirmed replace battery alarm was recorded; which discharged the battery and resulted in a power loss. Insulin delivery was not resumed after the power loss. During testing, there was no visible damage observed to the battery compartment and returned battery cap. The battery cap contact height and width were in specifications. The battery cap was able to fully tighten on to the pump without the yellow o-ring showing. The pump was exercised for 24 hours with the returned battery cap and no power interruptions were duplicated. The pump case was removed, and no evidence of moisture ingress or damage to the power circuit was found. The pump cover was removed and no evidence of internal moisture damage was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. It was reported that the pump intermittently lost power. The battery was changed; however, the intermittent power issue recurred. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.